Manufacturer narrative:
The complaint device was returned to the manufacturer's facility and was physically inspected. The distal portion of the balloon was confirmed to be missing, and although the rest of the catheter components were found to be intact, the returned device revealed that it was subjected to high tensile forces beyond regular usage. A review of the manufacturing and test documentation does not reveal any issues with the manufacturing of the device. The device passed all of swmi's acceptance criteria prior to shipping. Per conversations with the company representative, the physician's opinion was that this incident was probably due to the severely calcified lesion and that similar events could potentially occur across all balloon catheter platforms. The final patient outcome was fine. Based on the physical inspection of the device, a review of manufacturing documentation and the physician's narrative, it is determined that the separation of material is attributed to the procedural risk in an extremely stenotic artery.

Event description:
The patient was (B)(6) year old, male with multiple vessel disease. Patient had severe calcified lesion. During treatment of the superficial femoral artery with a shockwave ivl catheter, a loss of pressure was noticed after providing about 120 pulses. Upon removal of the catheter from the sheath it was determined that a piece of the balloon was dislodged in the sfa. The physician decided to place a stent and pin the displaced piece of balloon material to the vessel's wall. The physician's opinion was that this incident was probably due to the severely calcified lesion and that similar events could potentially occur across all balloon catheter platforms. The final patient outcome was fine.